Event description:
It was reported that during a lap prostatectomy procedure, the surgeon noticed the coating on the arms of the device just proximal to the tissue pads had come loose. He noticed it about five mins into the procedure. He did not see any of the coating in the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.